Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened axium implant coil inner pouch. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: no bends or kinks were found with the axium implant coil pushwire. The axium implant coil was found to be still attached. The implant coil appeared to be stretched and damaged within introducer sheath. The axium implant coil was unable to be pushed out further from introducer sheath for additional analysis as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium implant coil was returned with the implant still attached. Based on the analysis performed, the customers report of ¿coil separation/break¿ was unable to be confirmed as the implant coil was found to be still attached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rebar was occluded/blocked and the guidewire could not pass through. Additionally, an axium coil stretched and had separation/break/premature detachment. The coil was removed from the patient by removing the whole microcatheter. No surgical or medicinal intervention was required. The pushwire was not bent or broken. There had been friction or difficulty during delivery. The physician repositioned the coil 2 times. There was no attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. A continuous flush was administered during the procedure. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing embolization for treatment of a saccular, unruptured aneurysm in the posterior communicating artery with a max diameter of 5.3mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The access vessel was the femoral artery with a 20mm diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.